Event description:
It was reported that during a cataract procedure patient experienced a corneal burn at the wound site. Six sutures were needed inducing astigmatism. Doctor reported 6/120 post operative one day vision due to induced astigmatism and cornea was clear. It was also reported that this was the second to the last case of the day. The cases before and after were uneventful.

Manufacturer narrative:
Sales representative reported that he talked to the surgeon and the handpiece did not seem to be the cause of this issue. After discussion with surgeon, a recent change in her surgical technique (2.2mm, longer, tighter incision architecture probably ¿choking¿¿ the infusion for a brief moment limiting the balanced salt solution from cooling the tip) and the particularity of the patient might have caused the corneal burn.

Manufacturer narrative:
Method, results and conclusion: signature system was checked by field service specialist on (B)(4) 2013 and he performed system software upgrade, preventive maintenance, completed service checklist and calibration to meet amo specifications. He also tested handpiece fx ellips serial (B)(4) and no problem was found. Placeholder.

Manufacturer narrative:
The following fields of information that were submitted in 2020664-2012-00093 supplemental report #3 are actually corrections: signature system was checked by field service specialist on (B)(4) 2013 and he performed system software upgrade, preventive maintenance, completed service checklist and calibration to meet amo specifications. He also tested handpiece fx ellips serial (B)(4) and no problem was found. Placeholder.

Manufacturer narrative:
Evaluation summary: investigation is still in progress. A supplemental will be submitted as soon as additional information is received.

Manufacturer narrative:
Placeholder.